Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least seven applications were performed with balloon catheter, 2af283 with lot number 27060, without any issue on the date of the event. In conclusion, clinical issues (hypotension, tamponade, perforation) were encountered during the case. The clinical issues could not be confirmed via the data files. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient's blood pressure dropped due to cardiac tamponade. The tamponade was drained and the patient was brought to surgery where a sternotomy was performed and revealed that the mapping catheter and balloon catheter punctured the roof of the left atrium. The case was aborted while the patient was under general anesthesia. The patient's hospital stay was extended a week for full recovery. No further patient complications have been reported as a result of this event.